Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "nuisance upstream occlusion alarm" through the event history log. Evaluation found the upper reading on the ultrasonic sensor to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump constantly alarming upstream occlusion during therapy in the chemotherapy care area. It was also reported that there was no patient injury.